Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia and diabetic ketoacidosis events. The patient got hospitalized and eventually shifted to intensive care unit(ICU) due to the events. The blood glucose was 459 and 560 mg/dl at the time of the event and got treated with intravenous insulin administration. Patient experienced the symptoms of abdominal colic vomiting, dehydration and neck pain at the time of the event. No further information available.